Manufacturer narrative:
The reported event was lead dislodgement. As received a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood tissue. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that during implant, the right ventricular (rv) lead continuously dislodged. The rv lead was replaced to resolve the event and the patient was stable.